Event description:
New information received stated that programming changes were performed. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12010 it was reported that the patient presented with lead noise on the right ventricular and right atrial leads that was seen through electrocardiograms. The right ventricular noise was also reproducible in clinic when moving the arm across the chest of the patient. The patient has atrial fibrillation and atrial tachycardia a majority of the time and reported feeling mild dizziness at times. Patient will continue to be monitored.